Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "staples were found jamming during use on the patient". The patient's status is reported as "fine". 3 devices involved. Associated mdrs: 3003898360-2025-00549, 3003898360-2025-00550.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed multiple misaligned staples at the front of the cover block. One staple was also observed to be jammed on top of the other staples. The stapler was returned with the trigger non-engaged, and there was biological material on the device. The stapler was received with 33 staples left in the cover block, indicating the customer fired at least 2 staples. The reported complaint of "misfire/jamming - multiple staples firing" was confirmed based upon the sample received. Visual examination of the returned stapler revealed three staples misaligned at the front of the cover block. Upon functional testing, the stapler was fired into the air and no staples fired. The stapler was disassembled; die casting anomalies were discovered on the forming tool. Two jammed staples were able to be removed and then measured for dimensional specifications. The two staples were found to be out of specification. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "staples were found jamming during use on the patient". The patient's status is reported as "fine". 3 devices involved. Associated mdrs: 3003898360-2025-00549, 3003898360-2025-00550 and 3003898360-2025-00551.